Manufacturer narrative:
Narrative 1.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported issue. The event log had evidence of the reported issue so the downstream sensor will be replaced as a preventative measure even though the issue was unable to be duplicated in testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited double beeping. No adverse effects were reported.